Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead was experiencing noise and oversensing. The pace/sense portion of the lead was capped and replaced. No inappropriate therapies were delivered and there were no patient complications related to the event.